Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The staple cartridge was pre-fired and engaged in interlock. The jaws of the loading unit were clamped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the device engages in the instrument to facilitate clamping and unclamping. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic radical lung cancer procedure. The stapler did not fire. To complete the procedure, another device was used. No known impact or consequence to patient.